Manufacturer narrative:
(B)(4). Foreign: (B)(6). Concomitant medical products: unknown dual mobility liner. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a few weeks after implantation, the patient developed a possible, unknown, infection with instability and underwent a revision surgery. During the revision, necrotic tissue was debrided and the head and liner were exchanged. No further complications have been reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
It was reported that a few weeks after implantation, the patient developed a possible, unknown, infection with instability and underwent a revision surgery. However, later tests for infection were negative. During the revision, necrotic tissue was debrided and the head and liner were exchanged. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The investigation did not identify a nonconformance or a complaint out of box (coob). Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.